Manufacturer narrative:
E1 - initial reporter address 1:(B)(6)

Event description:
It was reported that a balloon ruptured occurred. A stenosed target lesion was located in the calcified middle section of the left anterior descending artery. A 6mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was pressed and ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a balloon ruptured occurred. A stenosed target lesion was located in the calcified middle section of the left anterior descending artery. A 6mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was pressed and ruptured. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the target lesion was 90% stenosed, moderately tortuous and moderately calcified. Three inflations were performed before the balloon ruptured at 12 to 15 atm for 40 seconds per inflation. The balloon ruptured at 15 atm. The device was completely removed from the patients body with the help of guidezilla catheter.

Manufacturer narrative:
B5 - describe event or problem: updated. E1 - initial reporter address 1: (B)(6).